Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a damaged pocket and an implantable cardioverter defibrillator that had eroded and was exposed. The system was explanted. The surgery was successful. The infection was controlled for a week. The patient was stable. Related manufacturer reference number: 2017865-2019-18396.